Manufacturer narrative:
(B)(4). The analysis results found that only two scissored clips were returned in a plastic bag. No further analysis could be performed as no device was returned for inspection. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws of the device during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was reported that the doctor used the device on the cystic duct and had two clips scissor during the third and fourth firing. No excessive tension on the tissue was reported. Case completed with another device of the same product code. There were no patient consequences reported.